Event description:
It was observed that during the device evaluation the colonovideoscope exhibited foreign material in the air/water channel at the distal end of the insertion part and a foreign body in the air/water cylinder of the control unit (white foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the malfunctions cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.